Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed however a review of the returned logs did note multiple warnings against the robotic hardware and multiple instances of the anatomy and base trackers moving too fast, indicating that the array shifted position during bone prep. Product evaluation and results: the data from the crisis and application logs was reviewed. The data shows that there were multiple warnings against the robot hardware and the most recent pm performed on the robot was more than 6 months before the event. A pm is recommended every 6 months to ensure the robot is operating within specification. Further, there were multiple instances of the anatomy and base trackers moving too fast, indicating that the array shifted position during bone prep. If the array is suspected of shifting, it is recommended to tighten the array and re register the bone. The data at this time shows that the mako system operated within specification. No system defect or malfunction is expected. Product history review. A review of device history records shows that rob212 was inspected on 26 june 2012 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999, rob212 reports no similar complaints related to the failure in this investigation. Conclusions: the failure was reviewed through return of the provided log/session files. The data at this time shows that no system defect or malfunction is suspected. Product surveillance will continue to monitor for trends. It is noted that the robot has not been serviced in over 6 months. It is advised that a mako robot should be serviced every 6 months, this is possibly the reason why multiple warnings against hardware were shown during the case. It is the surgeons and mps's responsibility to adhere to these warnings before continuing with the robot/case. It is also recommended that when a surgeon encounters velocity traps that they should retighten the arrays and re-register the robot. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
Set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type:tka. Surgical delay = 16-30 minutes.

Event description:
Set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type:tka; surgical delay = 16-30 minutes.

Manufacturer narrative:
Reported event: it was reported, ¿set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type: tka; surgical delay = 16-30 minutes.¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review: a review of device history records shows that (B)(6) was inspected on 26 june 2012 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints related to the failure in this investigation. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type:tka. Surgical delay = 16-30 minutes.